Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device migrated out of the pocket. The device system was explanted. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-30450 it was reported that the device migrated out of the pocket. Additionally, an unspecified infection was noted. The device system was explanted. The patient was stable.